Event description:
The report was received that the patient's precision system was explanted. The patient stated the leads were placed high in the neck area to help relieve her headaches, but this made the pain worse.